Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7070950.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The leads were not returned.